Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error alarm occurred during aspiration. An avx® thrombectomy set was selected for a thrombectomy procedure. Aspiration was initiated inside the body. However, an error alarm occurred and they could not get it to run anymore. It would no longer aspirate. A leak at the pump was noted. They discontinued using the device and completed the procedure with just a balloon.